Event description:
The customer reported that the c-arm had connection issues. A reboot was required to restore system functionality. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The pins in interconnect cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.